Manufacturer narrative:
Initial.

Event description:
It was reported that after switching from lumjev to novolog for insurance reasons, the user experienced alternating hyperglycemia and hypoglycemia while using the ilet, with high glucose before bedtime followed by nocturnal lows that required eating; a factory reset was performed and oral glucose was used for treatment when low. Symptoms included thirst, frequent urination, and shakiness, consistent with episodes of hyperglycemia and hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings and insufficient information regarding a device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.